Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304432 and lot number 210225. The review did not reveal any detected abnormalities during the production process related to the reported defect and all quality tests were found to be within specification. There were no deviations or changes with this lot number that could have contributed to the reported incident. As samples were unavailable for return, twenty (20) retained needle samples of the provided lot number were obtained from the manufacturing facility for review. The needles were assembled with a bd discardit 2ml syringe and liquid was found to move normally through the cannulas with no signs of clogging or defect. Based on the investigation results, an exact cause could not be determined for the reported incident. Needles are routinely inspected for cannula occlusion as part of in-process inspection after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time.

Event description:
It was reported that the bd microlance¿ 3 needle was clogged during the injection. The following information was provided by the initial reporter: "green needle was clogged during the injection. Reason: green canula was clogged during the injection. Adverse event: no. Issue description: ¿a patient's parent reported that the green needle was clogged during the injection. According to the reporter, the suspension was prepared according to the instructions, and that there was no problem with the other pink needle (for the mixing). They threw away the needles, so no sample is expected.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was clogged during the injection. The following information was provided by the initial reporter: "green needle was clogged during the injection... Reason: green canula was clogged during the injection... Adverse event: no. Issue description: ¿a patient's parent reported that the green needle was clogged during the injection. According to the reporter, the suspension was prepared according to the instructions, and that there was no problem with the other pink needle (for the mixing). They threw away the needles, so no sample is expected.¿"